Event description:
An aneurx bifurcated stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported that approx 36 months stent graft implant the pt returned for a routine appointment, the CT demonstrated a type ii endoleak with aneurysmal enlargement. There are two large lumbar arteries leeding the aneurysm sac. The physician elected to remove the stent graft and the pt was successfully converted to an open surgical repair. Medtronic has received the stent graft and the analysis is pending. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Other (device analysis is pending). Patient's condition affected effectiveness of device (type ii endoleak). Conclusions: other (device analysis is pending). Device failure/lack of effectiveness related to pt condition (type ii endoleak).